Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with fault ID 0x2071, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping details, and advised that replacement pump would have updated software; technical support also provided instructions for storage mode, pump return within 10 days, and reprogramming pump settings and reconnecting continuous glucose monitor, which customer understood and acknowledged.